Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air and water channel and channel, as well as intermittent image and no image. Based on the results of the investigation, the cause of the reported malfunction communication error (e216) was traced to component failure (electrical). The cause of the additional malfunction intermittent and no image was also traced to component failure (electrical). However, the cause of the additional malfunction white residue on the air/water channel and channel, could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed an e216 scope communication error code. This issue was found during inspection for use. There were no reports for patient involvement.